Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with mentor saline devices on (B)(6) 2010 developed left implant extrusion. The patient underwent implant removal without replacement under local anesthesia in (B)(6) 2016. An independent even with the contralateral prosthesis was documented and reported under manufacturer's reference #: (B)(4).